Event description:
Successful ptca/stent of lm into lad with xience des. Successful ptca/stent of ostial lcx with xience des. Kissing balloon inflations of lm into both lad and lcx ptca/stent of the distal lad with xience des. Evidence of possible dissection of the mid lad. Attempt to pass a 2.5 x 38 mm xience des into mid lad with assistance of a buddy wire, but was unsuccessful, ultimately resulting in the distal shaft of the stent fracturing, including the stent/stent balloon/distal shaft, within the lm. Multiple attempts to snare the stent were unsuccessful. Attempts to use a balloon to help drag the stent balloon out of the coronary arteries were unsuccessful.